Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on sep 25, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked battery tube, pillowing overlay, cracked overlay and keypad overlay texture damage. Customer has returned pump due to a crack in the battery compartment. Cracked battery tube threads and cracked battery tube confirmed during visual inspection.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.